Event description:
Same case as MDR# 2134265-2011-03321. It was reported that during an unspecified coronary treatment procedure, a balloon rupture occurred. The in-stent restenosis, in an unknown stent, was located in the calcified and tortuous right coronary artery. The physician advanced the 3.0 x 15mm quantum maverick balloon to the lesion and during inflation the balloon ruptured at unspecified atms and inflations. The physician then advanced the 3.25 x 20mm quantum maverick balloon to the lesion and the balloon ruptured at unspecified atms and inflations. The procedure was completed with another quantum maverick balloon. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).